Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor resetting, service code 107) has been confirmed. Upon investigation the monitor was resetting. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was resetting and displayed a service code 107. The pt was issued a replacement monitor.